Manufacturer narrative:
E1: phone number continued: (B)(6). E1: fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I.

Event description:
Healthcare professional reported right side "rupture and capsular contracture baker grade l." The device has been explanted.